Event description:
The customer reported that his olympus high flow insufflation unit was experiencing pressure-related issued during preparation for a rapakore procedure. According to the initial reporter, the intended procedure was completed, without patient harm, by changing to a low flow rate.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There were no abnormalities noted while evaluating the returned device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and h4. Please see updates to b3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the pressure related issue was unable to be identified. Olympus will continue to monitor field performance for this device.